Manufacturer narrative:
On 03/04/2016 04:31 pm (gmt-5:00) added by (B)(6): the device was not returned, we were unable to confirm complaint. If it becomes available a supplemental report will be submitted.

Event description:
On 03/01/2016 02:02 pm (gmt-5:00) added by (B)(6): this complaint is for the second iab for which there was no reported malfunction which was used when the patient died. On 02/11/2016 03:07 pm (gmt-5:00) added by (B)(6): procedure was CABG, datascope iabp 40cc use for patient pcs, (B)(6). Leked on post ot day 2, filling the balloon & gas line with blood for which it has to be changed.

Manufacturer narrative:
Correction: date of the event changed from: (B)(6) 2016 to: (B)(6) 2016.

Event description:
This complaint is for the second iab for which there was no reported malfunction which was used when the patient died. Procedure was CABG, datascope iabp 40cc use for patient pcs, ip no.82242. Leked on post ot day 2, filling the balloon & gas line with blood for which it has to be changed.

Manufacturer narrative:
(B)(4).

Event description:
This complaint is for the second iab for which there was no reported malfunction which was used when the patient died. Procedure was CABG, datascope iabp 40cc use for patient pcs, ip no.82242. Leaked on post ot day 2, filling the balloon & gas line with blood for which it has to be changed.